Event description:
It has been reported that one bd syringe¿ with needle has been found experiencing leakage before use. The following has been provided by the initial reporter: it's noticed that leakage from barrel during priming.

Manufacturer narrative:
H.6. Investigation: bd has been provided with photos and sample for catalog 301940 lot 1704108 to investigate for this record. A leakage through the plunger rod was observed in the affected sample received. As a result, bd was able to verify the reported issue. Bd has determined that the cause of the problem was produced because of a damage in the barrel wall. This was produced in the primary packaging machine. Bd concludes that during the mechanical feeding of syringes in the unit packages, one of the tweezers fail and damage the barrel of the syringe during this process. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd syringe¿ with needle has been found experiencing leakage before use. The following has been provided by the initial reporter: it's noticed that leakage from barrel during priming.